Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A receiver functional test was performed and passed all relevant tests. The share log data was not available. The receiver data was downloaded and reviewed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. In addition, transmitter failed error was found in connection to the reported allegation. No injury or medical intervention was reported.